Event description:
The device evaluation noted the downstream occlusion sensor to be out of calibration. There was no patient involvement.

Manufacturer narrative:
E1: ext no (B)(6). The affected device was returned for evaluation. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion sensor was the probable root cause. The downstream occlusion sensor was replaced. Visual inspection was performed. Unit passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.